Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was infusing medicines too slow during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d3: device manufacturer name. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "pump is infusing medicines too slow" was not reproduced. The device was tested for flow accuracy and delivered within intended range. A review of the event history log revealed no abnormalities that could cause or contribute to the reported problem. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No pump correction was required. Should additional relevant information become available, a supplemental report will be submitted.